Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including bleeding, stroke, and death, that may be associated with the use of heartmate 3 left ventricular assist system section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the patient developed pulseless electrical activity (pea) arrest and underwent resuscitation per advanced cardiac life support (acls) guidelines. The critical care team arrived, the patient was intubated, and venoarterial extracorporeal membrane oxygenation (va-ECMO) was placed at bedside. In the intensive care unit (ICU) the patient did not show significant neurological response. Computed tomography (CT) scan showed acute intraparenchymal hemorrhage and cerebral hypoxia. The patient also developed shock liver and coagulopathy. The patient was successfully decannulated on (B)(6) 2023. However, neurological signs worsened with dilated pupils. CT scan on (B)(6) 2023 showed worsening global edema with increased tonsillar herniation, unchanged left occipital hematoma, multifocal acute infarcts of cerebral hemispheres. The family was updated and decided to transition to comfort care. The patient ultimately passed away on (B)(6) 2023 due to hemorrhagic stroke. There were no changes to patient condition of anticoagulation status that would have contributed to the event and the patient's death was not considered to be device related. The device operated as expected and would not be returned for evaluation.

Event description:
It was reported that the patient passed away due to hemorrhagic stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.